Event description:
(B)(4). Gallbladder problems including emergency surgery, gi problems to include frequent bowel movements and constant diarrhea. Fatigue. Depression and anxiety. Worsening menstrual cycle.